Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. It is suspected that calcification would be the root cause. A potential commanded shock was discussed. At this time, no changes have been performed. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.